Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation results, it is likely that the following led to the malfunction: damage to the circuit board of the scope connector caused a noisy image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image noise. The issue occurred during inspection for use. There were no reports of patient involvement.